Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported electrical issues, while the helix mechanism difficulty issue was confirmed which was due to the helix being bent.

Event description:
It was reported that during implant, the right ventricular (rv) lead helix did not retract as intended after eight times. Also, low pacing impedance measurements and loss of capture were observed throughout the procedure. The lead was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during implant, the right ventricular (rv) lead helix did not retract as intended after eight times. Also, low pacing impedance measurements and loss of capture were observed throughout the procedure. The lead was not implanted and will be returned. No adverse patient effects were reported.